Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level reached 312 mg/dl, while wearing the pod between 24 and 36 hours. It was noted that the patient was unsure if the cannula inserted properly into the infusion site. As treatment for the hyperglycemia, a new pod was applied.